Event description:
Revision surgery - there was an explant kit issued; the patient had a biomet product and was having a revision surgery to implant a djo product. During surgery while implanting the baseplate, the glenoid head w/retaining screw broke off into the baseplate.

Manufacturer narrative:
The reason for this revision surgery was the patient had a biomet product and was having revision surgery to implant a djo product. During surgery while implanting the baseplate, the glenoid head w/retaining screw broke off into the baseplate. The healthcare professional indicated there was a 45 minute delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was made available to djo surgical for examination. The returned implants were visually inspected and it is confirmed that the glenoid head retaining screw thread has been sheared off. The returned baseplate is in good condition. A torque limiting driver was used to tighten the retaining screw and it is operating in its calibrated range. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. (B)(4). The root cause of this failure is most likely due to excessive torque or cross threading. A hex screwdriver is provided in the rsp instrument set as well as a torque limiting hex screwdriver (part number 804-03-038). During surgery if the non-torque limiting driver was used, that may lead to excessive force without the user knowing it. The device history record evidences that all critical dimensions and specifications were met when released from djo surgical. There is no information reported that showed a material, design, or manufacturing problem with the product.